Event description:
The customer reported that an evis exera iii gastrointestinal videoscope was not reprocessed correctly and was requesting reprocessing instructions. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned for evaluation. A review of the device history record confirmed the device was shipped in accordance with specifications. It has been six years since the subject device was manufactured. Based on the results of the investigation, the root cause of the event could not be determined. A likely cause of the event is the user understanding differed from olympus recommendation in device handling and reprocessing steps. Olympus already provided the user with instructions on delayed reprocessing. The issue is addressed in the instructions for use (IFU) and in the reprocessing manual: chapter 5: reprocessing the endoscope. Olympus will continue to monitor the field performance of this device. H3 other text : device not returned.